Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the procedure to implant the patient's scs system, after making the first incision, the patient experienced cardiopulmonary arrest and was taken to the hospital. Consequently, the physician abandoned the procedure. Follow up identified the patient has since recovered.